Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask while performing pd therapy. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj.) Reflin and inj. Fortum (one gram each, frequencies and routes not reported). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4): on an unreported date, the previously reported antibiotic courses were completed. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the previously reported peritonitis (previously, the outcome was reported as recovering), was doing well, and the peritoneal effluent fluid was clear. It was not reported if the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.